Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: mcs-p3-31-aoa-us / sn (B)(4).

Event description:
Medtronic received information that prior to the implant of this 31 mm transcatheter bioprosthetic valve, balloon aortic valvuloplasty (bav) was performed per facility protocol. Severe central aortic regurgitation was noted following the bav. The valve was deployed 2/3 but was noted to be above the sinuses. An attempt was made to retrieve the valve but during resheathing, the valve came off of the delivery catheter system (dcs) and was left implanted in the right femoral vessel. A decision was made to convert to an open procedure and cardiopulmonary bypass (cpb) was initiated. A second 31 mm transcatheter bioprosthetic valve was implanted directly but regurgitation (degree unknown) was still noted. It was reported that the patient expired during the procedure. The cause of death was not known but the physician reported that it was not caused by the valve or dcs. It is unknown whether an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.